Event description:
It was reported an alert for high out of range pacing lead impedance was triggered via merlin.net. The patient will be brought in for further testing. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.